Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 90% stenotic and was located in the circumflex artery. The physician used an 8fr introducer sheath from a femoral approach to access the lesion. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. The physician performed one run at low speed and one run at high speed. Post-atherectomy angiography revealed a perforation. The physician performed balloon angioplasty and stent deployment to resolve the perforation. The patient status remained stable throughout the procedure. The facility was unwilling to provide any additional information to csi.